Manufacturer narrative:
The reported field event of mechanical complication was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found. Device code: mechanical complication.

Event description:
It was reported that an unspecified issue of mechanical complication was observed on the device. Device was explanted and a new device was implanted. Patient was stable.